Event description:
It was reported this balloon catheter was used to successfully deploy another manufacturer's stent during a coronary artery bypass graft dilatation procedure. During preparation of the balloon for post dilatation, the balloon would not deflate. Another balloon was used to successfully complete the procedure without patient complications. This device has not been returned for evaluation. Therefore, no failure analysis is available. This device was used in a non-indicated procedure. Therefore, co believes this non-indicated use of the device may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature...there catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."

Manufacturer narrative:
F11-date MFR initially forwarded report to FDA. H3. Evaluation summary. The device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was bowed. Performance testing could not confirm a deflation issue. The balloon was inflated and deflated without incident.